Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient didn't know the cause of the ins heating while recharging. The patient said no cause of the recharging issues was determined. The patient stated the issues started in (B)(6) 2019. The patient said they were going to change the batteries as soon as the doctor can set up an appointment. The issue was not yet resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins). It was reported that the ins in the patient¿s back was dead. The patient reported that ins doesn¿t hold a charge anymore. The patient reported that they can charge the ins and it will ¿stay hot for a day and a half.¿ the patient reported that it¿s hard to charge the ins and it doesn¿t charge was well as it used to. The patient wanted to have the ins replaced and had an appointment with their healthcare provider (hcp) coming up. No further complications are anticipated.